Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug beings delivered were 22 mg/ml bupivacaine at 4.455 mg/day, 10 mg/ml hydromorphone at 2.025 mg/day, and 850 mcg/ml clonidine at 172.125 mcg/day. It was reported that pump logs show a motor stall and recovery on (B)(6) 2020 with the pump stalling at 11:56 and recovering 24 minutes later. Caller stated that patient does not recall if she had an MRI that day but patient is a "poor historian." Advised caller to attempt to verify whether or not the patient was exposed to MRI or other magnets as that would seem to be the likely cause of the motor stall. Could not troubleshoot ¿ no product. There were no symptoms reported. There were no further complications reported/anticipated.